Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3550-, lot# n481682, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type accessory product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3550-39, serial# unknown; product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that the manufacturer¿ representative (rep) contacted the patient to determine her next doctor¿s appointment so adaptivestim could be activated. The patient reported having a complete system explant on (B)(6) due to infection. It was noted, the physician discussed re-implanting the spinal cord stimulation (scs) system once the infection cleared up. It was unknown if there were any patient symptoms or complications associated with this event. There was no alleged product issue, no diagnostic testing or troubleshooting was performed, and it was unknown what the cause of the issue was or if the issue resolved. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was re-implanted the night prior and did well. The manufacturer representative (rep) returned to the hospital the morning of the report and programmed the patient's spinal cord stimulator (scs) system. The patient was getting effective stimulation and was doing great. The patient would notify them of their one month post-operative so they could activate the adaptive stimulation in their device. The patient was using their original recharger and programmer with the new re-implant. Therefore, surgical intervention was taken and no troubleshooting was performed. If there was a product issue the issue was not resolved and the case of the issue was not determined. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. There were no issues with their charger or programmer. It forced the rep to select a product and the patient had their original charger and programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.